Event description:
It was reported to bsc/target that, "the gdc coil got stuck in a cordis prowler". Upon evaluation the complaint became an MDR because the gdc main coil had detached in the catheter.